Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in posterior spinal fixation therapy. It was reported that the driver was broken. There is no patient involved in the event and no further complications were reported. 2023-nov-12_e1 (rep): additional information was received via manufacturer representative that the reported product was already used before.

Manufacturer narrative:
H3: product analysis of part# (B)(4), lot # kh19d518 visual examination confirmed the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow. The damage to the driver is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.